Event description:
It was reported that within two weeks of implant, high rv (right ventricular) pacing impedance was noted. A x-ray was performed and it appeared that the lead pin was not all the way past the setscrew. The physician intended to reopen the pocket to inspect and reinsert the pin, with the device and lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).